Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. The reported "display issues" problem was verified, we connected an alternating current (ac) power to pump and turn pump on then the pump started alarming with blank screen. We installed new liquid-crystal display (lcd) still not working. However, the memory protection unit (mpu) board was defective. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced defective mpu board. D5 and e4 are unknown.

Event description:
It was reported that the device is having display issues. No patient injury was reported.